Event description:
It was reported that an insulation anomaly was observed via x-ray. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received external insulation abrasions were found at 11.6-11.9cm from the connector pin and at 39.0-39.2cm from the distal tip electrode, consistent with lead friction to the ICD can. The etfe coating was intact at these locations.